Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the steel guidewire could hardly be inserted into the lead. Physician flushed the guide wire and rv lead several times but the problem was not solved. Finally physician used a new lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test stylet was fully inserted and withdrawn with no anomalies or resistance. If information is provided in the future, a supplemental report will be issued.